Event description:
Event: (cc# 98-01115) blood was noted back into the extension tubing almost immediately. The iab was removed and a second iab, a 9.5 34 cc iab was inserted. On 10/2/98, the following was reported to datascope: the balloon was inserted in the cath lab by the doctor. Shortly after insertion, blood was noted in the tubing. The balloon was removed and a second was inserted without incident. There was no patient injury or complication as a result of the event. [Event complications]: none from the event - reported 9/4/98 and 10/2/98. [Patient's current status]: expired - rpt'd 9/4/98.